Event description:
During preventive maintenance, the customer reported that the unit failed the safety disk leak test, and the k5a solenoid leak test. The customer also reported that the unit's fault log indicated a blood detect message on 10/14/98.